Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was interrogated prior to an implant procedure. Messages were displayed indicating the device had reverted to storage mode, a charge time out occurred, and that tachy therapy was not available. This device was not implanted and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual and x-ray inspection of the device header and case noted no anomalies. The device was confirmed to be in safety mode. It was determined the device had a memory corruption that caused the device to go into safety mode. The memory corruption was corrected and the device was programmed out of safety mode. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The root cause of the memory corruption was unable to be determined.